Manufacturer narrative:
The technician straightened the latch plate to repair the bed.

Event description:
Information received indicates the left head siderail latch plate is bent which is preventing the siderail from latching.